Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported receiving erratic readings on his freestyle freedom glucose meter. The customer reported receiving readings of 276 mg/dl, 162 mg/dl and 72 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "b" zone, showing the difference in values not to be clinically significant. The customer further reported on (B)(6) 2011 after receiving a reading 276 mg/dl at 10:30 pm, he self-treated with 7 units of humalog insulin and obtained a reading of 92 mg/dl on a competitor's meter "immediately after the injection." The customer stated he went to bed and "woke in a seizure." The customer described his symptoms as "seizure, shakiness" and reported a loss of consciousness. Paramedics were called and checked the customer's blood glucose, but did not administer any treatment or transport the caller to a health care facility. The customer reported self-treatment with apple juice. There was no report of death or permanent injury associated with this event.